Event description:
An omnipod 5 registry subject has answered "yes" to "since your last assessment on 31-mar-2026, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?" On an unspecified date. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event. During the reporting of the event, 3 follow up attempts to the reporter have been made, however, they were unsuccessful and therefore, information is limited.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.3 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.